Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging throat irritation, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation, cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust / dirt contamination in the device. The manufacturer inspected the device internally and observed dust/dirt contamination throughout device enclosure and airpath; suggesting a source external to the device. The manufacturer also observed evidence of water ingress on the blower and blower box of the device. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer confirmed water ingress and dust contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 were updated in this report.